Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on (B)(6) 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The consumables used during the event were discarded and the lot numbers are unknown. The cine-angiograms used in the case were not returned to acist for evaluation. This report is considered closed.

Event description:
During a left heart catheterization for non-st segment elevation myocardial infarction (nstemi), an artery dissection occurred. The dissection was noticed on the image during the second injection. The patient was stable with no adverse clinical outcome.